Manufacturer narrative:
The customer reported that there was a burning smell coming from the ac cradle. At the time of the incident, the transport 1700 unit was not plugged into the charge unit. Customer would like to send the device in for evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that there was a burning smell coming from the ac cradle.

Manufacturer narrative:
(B)(4). Manufacturer narrative: the customer reported that there was a burning smell coming from the ac cradle. At the time of the incident, the transport 1700 unit was not plugged into the charge unit. Customer would like to send the device in for evaluation. The unit was cleaned and evaluated. The reported problem of burning smell was duplicated, and our evaluation also found unit was missing led cover. All malfunctioning parts were replaced. The unit was tested per the operator's/service manual and the unit completed extended testing and operates to manufacturer's specifications. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.